Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient was at home and experienced red heart alarms twice while supported by his power module. The patient was readmitted into the hospital to evaluate the alarms. The patient's event history was reviewed and indicated pump stoppages. X-rays of the percutaneous lead were performed and no damage was seen. The hospital was unable to reproduce any alarms by manipulating the percutaneous lead or by shifting the position of the patient. The patient was discharged with a new patient cable and power module.

Manufacturer narrative:
The patient remains on lvad support. The manufacturer is attempting to acquire the cable for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.